Event description:
Pt reported that in (B)(6) 2005, "the pin had popped out". She claims that surgery was in progress when it was alleged that the incorrect pin had been sent by stryker. She further reported that a week later, a second surgical procedure had to be performed to have the correct pin inserted.

Manufacturer narrative:
This is the same pt as MFR #2249697-2010-01457 and 2249697-2010-001458. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, it will be submitted in supplement report.